Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-gl-003/ serial number (B)(4)/lot number 5211638), being used with the complaint sensor, was returned on 01/26/2017. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of detachable/missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation a visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.